Event description:
It was reported that the left ventricular [lv] lead caused extra-cardiac stimulation. The lv lead remains in use. The patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.